Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump allowed unlocking but did not register other touchscreen inputs, and a photograph confirmed a cracked screen that likely permitted moisture ingress. Symptoms included no clinical effects. Outcomes included no impact to health and use of backup therapy while awaiting a replacement device. Investigation included remote troubleshooting, device restart via the mobile app, firmware check, and photo review. Investigation of this case revealed a damaged display with impaired touch responsiveness consistent with screen breakage and possible liquid intrusion, indicating a hardware failure of the touchscreen/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device leading to touchscreen malfunction.